Manufacturer narrative:
Concomitant product(s): product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017 product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 30-nov-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on (B)(6) 2018 regarding a patient receiving hydromorphone (10.0mg/ml at 4.849mg/day), bupivacaine (15.5mg/ml at 7.516mg/day), and fentanyl (1804.1mcg/ml at 874.9mcg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that on (B)(6) 2017 the hcp recommended revising the catheter just proximal to the anchor where a small leak was noted. A catheter access port (cap) contrast study was performed on that date and identified the catheter leakage. The pump and a segment of the catheter were replaced on (B)(6) 2017 and the event was resolved without sequelae on that date. The etiology indicated that the event was related to the device or therapy and was not related to the implant procedure. It was specified that the intrathecal/spinal portion of the catheter was involved. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated the cause of the catheter leak was not determined. The patient's weight was (B)(6) kilograms. No further complications were reported.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2004 explanted: product type catheter .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the catheter serial number involved with this event was (B)(4). No further complications were reported.